Event description:
Customer reported a blood leak on the cahp 170 dialyzer. The blood leak occurred in 2001, use #11. Treatment was continued with a new dialyzer and blood lines without further incident. There was no pt injury or medical intervention reported by the facility.